Event description:
The device was received as a blind unit with no additional information..

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received with the nose cone cracked and the mount was noted to be loose. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive, the acoustic isolator was torn. In addition, degradation of the hand activation wire outer jacket was observed and all the internal wires were found to be disconnected. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. This caused and open circuit condition. The handpiece has a number of seals to prevent fluids from entering the housing. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is probable that the ingress of moisture affected handpiece functionality.